Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the upstream occlusion alarm caused by low readings on the ultrasonic sensor due to a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump had multiple upstream occlusion. It was also reported that there was no patient injury.